Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not retained after surgery.

Event description:
It was reported that the subject is enrolled in the triathalon ts study and received their study surgery on (B)(6) 2012. The patient fell during physical therapy. The subject was revised due to instability and the tibial insert was replaced.

Event description:
It was reported that the subject is enrolled in the (B)(6) study and received their study surgery on (B)(6) 2012. The patient fell during physical therapy. The subject was revised due to instability and the tibial insert was replaced.

Manufacturer narrative:
There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for any of the three revision surgeries of the right total knee arthroplasty in this case. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. Incorrect selection of insert thickness is the most likely root cause for the reported instability in this event.